Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including confirmation of the devices explanted, lot codes, confirmation of the date of revision, operative notes, x-rays and patient medical history, have been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobility and trinity revision after approximatively 3 months due to peri prosthetic fracture (following a fall of the patient).

Manufacturer narrative:
(B)(4) - final report. Additional information, including confirmation of the devices explanted, lot codes, confirmation of the date of revision, operative notes, x-rays and patient medical history, has been communicated by the reporter in order to progress with the investigation of this event. The appropriate device details have been identified. The devices were manufactured between april 2024 and july 2024, according to specifications at the time of manufacture. As the fracture was preceded by a trauma (fall of the patient), no further investigation can be conducted, and the root cause of the reported fracture is considered as external. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit, trinity and meije duo revision after 14 days due to peri prosthetic fracture of the hip (following a fall of the patient). Note: the stem meije duo is not cleared in the USA.